Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps were damaged. This issue was identified after use. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the edge of the caps had a crack. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.